Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31134082l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced diaphragmatic nerve palsy requiring extended hospitalization. Symptoms of right diaphragmatic nerve palsy were observed. Adverse event occurred likely during anterior wall ablation of right pulmonary vein. No specific action was taken for the event. Causal relationship with the product. The physician's opinion on the relationship between the event and the product is that the event may be caused by the anterolateral ablation line of the right superior pulmonary vein has entered slightly inward. Physician's judgment on health hazard was non-serious (moderate/minor). The patient required extended hospitalization. Additional information was received. No intervention was provided. The adverse event was discovered post use. The issue seemed to have found after the patient left the room, but details are unknown. The patient required extended hospitalization for follow-up observation. The physician¿s opinion on the cause of this adverse event was procedure related.